Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that the patient was not feeling well and was admitted into the hospital. The patient had elevated ldh, bilirubin and hemolysis was suspected. In the weeks following, several echocardiograms were performed and indicated that the left ventricle was unloading; however, there was possible "turbulence in the outflow graft". The patient's inr and treatment therapy was increased. On (B)(6) 2014 the patient had a stroke and the following day the patient expired. The reported cause of death was stroke.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.